Event description:
It was reported that, "stem was assumed by the surgeon to be subsided. Pt complained of pain."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.